Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed preventative maintenance, replaced l rings in all pumps, seals in reagent pump, and reagent spinner. The cse found the reagent pump 1 leaking and contamination floating on top of the bath oil. The cse removed and cleaned the oil and replaced the reaction tray. The cse performed probe wash 3 clean of all ion selective electrode (ise) lines. The cse disassembled the ela (common name for the ise) module, cleaned out the salts and replaced the ise motor valve assembly equilibration chamber. The cse verified the mixer and probe heights, and found that reagent probe 1 pushed up in arm, and reseated it. The cse replaced the dilution aspirating pump, and primed it. He replaced the ela central procession unit, thermistor wire, the degasser and cell base. Then the cse performed ise calibration ran v check, the system is operational. Following the cse visit, the customer calibrated the instrument twice, obtaining all values within range at first, but while running, the customer observed that cl results were still drifting low, requiring frequent calibration of the ise. A follow-up call was dispatched to the customer's site. The cse replaced the reference electrode and voltage, flushed the ela vacuum lines to ela degasser, replaced the solenoid (ela gev) valve, recalibrated, and ran quality controls, which resulted within range. The cause of the discordant falsely low cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported over 100 discordant, falsely low chloride (cl) patient results were obtained on the advia 1800 instrument. The customer only provided an example of one discordant, falsely low cl result. The sample was repeated on the same advia 1800 instrument, resulting higher. It is unknown, if the initial discordant results, nor the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low cl results.